Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown mg/dl. It was explained to the customer the possible cause of blank display. The customer stated that the top of the insulin compartment has crack. The customer stated that the battery compartment also has crack on top. The customer insulin pump has physical damage on battery and reservoir compartment. The customer stated that not sure how it happened, just noticed it now. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.